Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 2.5. Patient's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, patient was given vitamin k because meter result was above his therapeutic range. Lab sample drawn immediately after fingerstick test, but results were not received until monday, (B)(6) 2011. Based on lab result, patient would not have had dose change or vitamin k.

Manufacturer narrative:
Investigation pending.